Event description:
Reportedly, when checking the subject device on (B)(6) 2020, leads measurements and threshold values were within normal range; however, several anomalies were observed: the maximum heart rate value was 5100 min-1; vt/vf episodes seemed to have occurred but no egm was stored in the device memory; atrial, right ventricular (rv) leads and rv coil impedance values became abnormal (above 3000 ohms) starting from mid(B)(6) 2020 and no alert was triggered.